Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "no ECG signal" was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The receptacle and multifunction cable (mfc) were replaced as a precaution. The report of "unit shuts off" was not replicated or confirmed. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The battery or accessories used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.